Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to allow discharge and displayed a "change batteries" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.